Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was treated with IV antibiotics thrice daily and the wound was irrigated daily (specific date and duration not reported). Subsequently, the patient underwent a skin revision surgery on (B)(6) 2022 and the device was explanted during the same surgery. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 14, 2022.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for a duration of 28 days from (B)(6) 2022. This report is submitted on december 29, 2022.